Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the customer went to the hospital with diabetic ketoacidosis. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue; however no response was received.